Event description:
A doctor contacted baxter (B)(4) regarding a leak from a titanium adaptor. The doctor stated there was leakage found from a connection between the patient connector and the titanium adapter, after the home patient (hp) changed their transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined since the device was not available for evaluation.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.